Manufacturer narrative:
While using a 120cm outback elite re-entry catheter, after the first deployment of the needle in the lumen of the artery, the interventional radiologist (ir) was not able to pull back the needle inside the cannula. The needle was jammed outside. The physician had to pull everything out with the needle outside; as a result, the physician lost access. There was resistance or difficulty removing the outback from the patient, requiring use of abnormal force. The needle could not be retracted inside the cannula. There was no reported patient injury. The device was used for a simple case; nothing special, no tortuosity and straight procedure, for which the outback was used with a non-cordis guidewire and a non-cordis introducer. There was no vessel calcification. There were no device damages or anomalies noted prior to use in the patient. The ports were flushed, followed by a 30 second pause, and then flushed again. Heparinized saline was used for preparation and flushing of all ports. The catheter was held in a straight orientation, with ¿no slack¿ during preparation. Proper orientation was confirmed under fluoroscopy prior to actuation of the cannula. There was no difficulty advancing the outback to the lesion. The user held onto the black handle while torquing the device during placement. There was no resistance encountered when torquing the device. The tip was not stuck in the lesion while torquing. The ¿l¿ marker leg, on the catheter ¿lt¿ directional marker band, towards the target re-entry site was verified under fluoroscopy. The device was returned for evaluation. Product evaluation revealed a fractured/separated condition on the cannula/needle. The device was returned for analysis. A non-sterile unit of product ¿outback elite 120cm re-entry¿ was received coiled inside of a clear plastic bag. The part was unpacked to perform the product evaluation. During the visual inspection, a kinked/bent condition was observed located approximately at 15.5 cm from the distal tip. The unit was returned with the cannula needle fully deployed. The handle slider is set at the retracted position. No other anomalies were observed on the returned device. Functional test was performed. With the purpose of begin with the evaluation of the unit, the handle slider was actuated to retract the needle cannula back, but it did not retract as expected. The slider functionally was tested actuating it back and forward and no anomalies were observed, however the needle cannula remained deployed. Microscopic (sem) results: the striation patterns observed in the marker band and increase of surface roughness identified on the separated sections analyzed of the cannula, are commonly associated with the elongation behavior when materials are exposed to excessive stress where the resistance properties were overload and result in a fatigue fail. No other anomalies were observed during sem analysis. Returned device was analyzed using an x ray-machine focusing where the shaft is curved. The resulting image shows a separation of the cannula. The separated condition is located at the distal side of the marker band. A product history record (phr) review of lot 18173787 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿cannula/needle (outback only) ~ retraction difficulty-unable to¿ was confirmed. The cannula needle could not be retracted or deployed due to the cannula presents a fractured/separation condition located at the distal side of the marker band. Exact cause of this condition could not be conclusively determined during the analysis. According with the sem the cannula was exposed to excessive stress where the resistance properties were overload and result in a fatigue fail. The information for safety within the instructions for use (IFU) is provided in the products labeling with the intent to make the user aware of the risks. The IFU cautions, ¿excessive rotation, bending or kinking of the outback elite re-entry catheter may affect its performance. Withdraw the outback elite re entry catheter if it becomes excessively kinked.¿ as stated in the IFU, ¿ensure proper function of the outback elite re-entry catheter by 1) retracting and advancing the cannula tip via proximal and distal movement of the deployment slide, and 2) rotating the rotating knob which rotates the catheter shaft/nosecone. Fully retract the cannula tip via proximal retraction of the handle deployment slide until it stops.¿ the IFU also states, ¿depress handle deployment slide release button and incrementally advance the slide, as appropriate, to extend the cannula tip from the outback elite re-entry catheter lateral port and position it at the vascular target site. Maintain gentle forward pressure on the outback elite re-entry catheter shaft at the sheath. If resistance is felt during deployment, do not apply unnecessary forward push on the outback elite re-entry catheter. It may result in damage to the cannula tip and or separation of the cannula tip. Advance the guide wire through the cannula tip to position it as desired at the vascular target site.¿ neither the product analysis nor the phr review suggests that the failures experienced by the customer could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18173787 presented no issues during the manufacturing process that could be related to the event reported. The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while using a 120cm outback elite re-entry catheter, after the first deployment of the needle in the lumen of the artery, the interventional radiologist (ir) was not able to pull back the needle inside the cannula. The needle was jammed outside. The physician had to pull everything out with the needle outside; as a result, the physician lost access. There was resistance or difficulty removing the outback from the patient, requiring use of abnormal force. The needle could not be retracted inside the cannula. There was no reported patient injury. The device was used for a simple case; nothing special, no tortuosity and straight procedure, for which the outback was used with a non-cordis guidewire and a non-cordis introducer. There was no vessel calcification. There were no device damages or anomalies noted prior to use in the patient. The ports were flushed, followed by a 30 second pause, and then flushed again. Heparinized saline was used for preparation and flushing of all ports. The catheter was held in a straight orientation, with ¿no slack¿ during preparation. Proper orientation was confirmed under fluoroscopy prior to actuation of the cannula. There was no difficulty advancing the outback to the lesion. The user held onto the black handle while torquing the device during placement. There was no resistance encountered when torquing the device. The tip was not stuck in the lesion while torquing. The ¿l¿ marker leg, on the catheter ¿lt¿ directional marker band, towards the target re-entry site was verified under fluoroscopy. The device is expected to be returned for evaluation.

Manufacturer narrative:
The product history record review is anticipated, however, it has not yet been finalized. The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while using a 120cm outback elite re-entry catheter, after the first deployment of the needle in the lumen of the artery, the interventional radiologist (ir) was not able to pull back the needle inside the cannula. The needle was jammed outside. The physician had to pull everything out with the needle outside; as a result, the physician lost access. There was no reported patient injury. The device was used for a simple case; nothing special, no tortuosity and straight procedure, for which the outback was used with a non-cordis guidewire and a non-cordis introducer. The device is expected to be returned for evaluation.